Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, when we tipped, the patient became completely purple and very swollen in the face immediately. The operating room (or) staff tipped the patient back but they only partially recovered. We landed in 11-degree trendelenburg and used a laparoscopic intestinal tract that is filled with fluid. You drop fluid on it and it swells. Despite this, the swelling and discoloration increased. We have not seen this so noticeable before and not so fast. So it became a matter of risks and we decided to convert after 45 min. We were not so interested in creating cerebral edema or blindness. We had then done the medial dissection and divided the vessel. The patient was discolored in the face the day after surgery as well. Not much but there was a shade of bright red in the purple direction. However, the patient felt well.. Hard to know if it was dangerous but it undeniably felt uncomfortable. We have seen that they were swollen and a little reddish at the end of long operations. But they have been tipped more. And this discoloration was worse than what we saw earlier at the end of such operations. Nor had the urology assistants / nurses seen this so noticeable and they use 30 degrees. It is difficult to know what made it in the individual patient. He was 203 cm and 128 kg. Some alcohol consumption he said for many years when I talked to him afterwards. However, normal blood samples. Normal appearance of the liver. No developed veins as with increased portal pressure. On (B)(6) 2021, intuitive surgical, inc. (Isi) followed up with the user facility and obtained the following information: the event occurred ¿right before starting the case, during adjust the or-table to trendelenburg. Ports were placed when the event occurred. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. During the lar, dissection was close to the mid-line and open up peritoneum with lateral approach to find inferior mesenteric artery (ima). The vessel that was being divide was the ima. The reporter provided clarification for the statement ¿we have seen that they were swollen and a little reddish at the end of long operations. This type of event hasn¿t occurred with this patient in the past. It was reported that the procedure was converted to open and that the patient tolerated the conversion without any further issues.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the event was conducted by an isi medical safety officer (mso) and the following additional information was provided: the use of trendelenburg is used in a number of surgical procedures and is not unique to robotic surgery. Medical teams who are trained to preform surgical procedures should be aware of the risks related to patient positioning. As such, those medical teams should take every measure to minimize the risk associated with patient positioning. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Although, all the instruments used in this procedure we not used in subsequent procedures, site reviews have shown that no complaints were filed against the instrument. No image or video clip were submitted for review. This complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.